Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A physician reported that on (B)(6) 2016, he applied the dressing on the patient's sutured wound; and on (B)(6) 2016 he states he "found eruption over the body of the patient." He further reported that he removed and discontinued the dressing as result of consultation with the dermatologist. He notes that he applied prescription steroid ointment and that a "rash on the area of hydrocolloid was noticeable."